Event description:
Revision surgery was required due to persistent patellofemoral impingement and it band tendinitis.

Manufacturer narrative:
The returned journey bcs, femoral, tibial tray and insert were examined visually, and microscopically. The purpose of this investigation was to analyze the returned components. No destructive testing was carried out. The returned tibial tray grit blast surface had bone cement well bonded to the surface. The tibial tray grit blasted and articulating surface had scratches and gouges on the periphery that appeared to be caused during extraction of the device. The polyethylene insert had burnished areas on the articulating insert that were likely caused due to femoral component articulation. The contact region on both medial and lateral condyles was distributed from central to the anterior portion of the insert. The distal surface of the polyethylene insert has a cut on the anterior side near anterior lock detail that likely occurred during extraction. The polyethylene insert has deformed and burnished areas on the posterior and anterior regions of the post caused by articulation with the femoral component posterior and anterior cams. The insert post on the posterior side has more deformation on the lateral side of the insert compared to the medial side. The returned journey bcs femoral component had bone cement well bonded to the grit blasted surface. The femoral component has scratches on the posterior condyles likely caused either during insertion/extraction. Sem/edxa found titanium, aluminum, and vanadium particles (all components of titanium (ti6alv4) material the tibial is manufactured from) on the damaged areas of the condyle surface indicating the scratches were caused due to contact with tibial tray either during implantation/extraction. A definitive root cause cannot be determined with the information provided. A review of the device history record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Concomitant medical parts listing corrected. A previous MDR was filed for this complaint, ref. 1020279-2013-00148, stating that a revision surgery had occurred; however clarifying information states the following: (B)(6) 2011- a lateral release of the left knee was performed. (B)(6) 2013- a revision of the left knee was performed.